Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 18b048, 18f019, 18f031, 18g033, 18h033, 18h041, 18j041, and 18j042. Five single use devices were received for evaluation. Visual inspection of the first three received devices revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the first three returned devices. The devices were found to be conforming product. Visual inspection of the fourth device revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Visual inspection of the fifth device revealed that the stem inside the device luer was broken off and the broken piece was attached to a non-baxter 3-way valve. Further inspection suggests manual force may have likely been applied on the device luer stem while the 3-way valve was still attached to the device luer and therefore caused the device luer stem to break off which consequently resulted in leak inside the bag. The reported condition was verified. The cause of the condition was not determined. For four of the events, the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection of the first photograph revealed some drug crystallization at the fillport area. However, no liquid leak was shown in the pictures that would confirm the reported leak condition. Therefore, the reported leak problem could not be verified through evaluation of the pictures. The cause of the crystallization was not determined. Visual inspection of the second and third photograph revealed a leak at the blue winged luer cap. The reported condition was verified. The cause of the leak could not be determined. Visual inspection of the fourth photograph revealed fluid inside the overpouch which indicates that a leak occurred. The reported leak was verified. The cause of the leak could not be determined. A batch review was conducted for lot numbers 18h033, 18b048, 18f019, 18g033, 18h041, 18j041, and 18j042 and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 23 </noe> malfunction events. It was reported that twenty-three small volume folfusors leaked. Nineteen of the devices leaked from an unspecified location, one device leaked from the "blue port", one device leaked from the ¿connecting port¿, one device leaked from the ¿cap¿, and one device leaked from the fill port. Of the twenty-three events, twenty-two occurred prior to patient use, and one event was noted by the patient during an unspecified process step with no patient consequences reported. No additional information is available.

Manufacturer narrative:
Three (3) additional single-use devices were received for evaluation. Visual inspection on the first device revealed white residue around the fillport junction and coil cap. No leaks were observed from the blue winged luer lock. The cause of the condition was determined to be a compounding issue. Visual inspection on the second device revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Visual inspection on the third device found fluid inside the bag that contained the device. The device's blue winged luer cap was not returned. The stem inside the device's luer had been broken off and the broken piece was attached to a 3-way valve. Further inspection suggests manual force had likely been applied on the device luer stem while the 3-way valve was still attached to the device luer, leading to the luer stem breaking off which consequently resulted in a leak. The reported condition was not verified. Three (3) additional photographs were also received for evaluation. Visual inspection of the first and second photographs did not clearly show evidence of leak from the devices. The reported condition could not be verified. Visual inspection of the third photograph revealed small traces of a leak at the blue winged luer cap. The photo also shows the threads of the blue winged luer cap which suggests the blue cap may not have been securely tightened. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for lot 18f031 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.